Event description:
It was reported that during insertion of an implant for a superior labrum anterior - posterior repair (slap), the implant broke in half. The broken implant was left in the patient . In addition, another implant was inserted to complete the surgery. No injury or delay was reported.

Manufacturer narrative:
No medwatch received from user facility. All sections on this form completed by manufacturer. Investigation results: the driver and part of the implant was returned for investigation. The proximal end of the anchor was found rotated from its original position. In addition, the sutures were found twisted inside the driver. The inherent viscosity of the implant material was found to be within accepted limits. Further investigation for this failure mode is in process.